Event description:
It was reported that the device went into hardware back-up mode. Hence, the device was explanted.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. Communication between the device and the programmer was successfully established. However, after several minutes of communication, an error appeared on the screen warning that a reset had occurred. It was found that the device reset after detecting parity errors. The cause of the parity error could not be conclusively determined.